Event description:
The customer reported that the 9800 system had a collimator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.